Event description:
The user planned to use a wilson-cook tracer hybrid wire guide during a procedure. The tracer hybrid wire guide is packaged inside a wire guide holder that is provided inside sealed packaging. Upon opening the packaging, it was noticed that the outer coating was peeling. No injury to the pt was reported. Add'l info provided with the initial report indicated the wire guide was not flushed because the discrepancy was noticed prior to use.